Manufacturer narrative:
The patient was born on an unspecified date in 1960. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. Treatment was not reported. On an unreported date, pd therapy was discontinued and the patient was started on hemodialysis therapy. At the time of this report the patient outcome was not reported. No additional information is available.